Event description:
It was reported that the patient's implantable neurostimulator (ins) was 'not working' and was explanted. Additional information was requested but was not available at the time of this report. See also manufacturer's report #3004209178-2012-07575

Manufacturer narrative:
Lead model 3777-75, serial # (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), lead model 3777-75, serial # (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), recharger model 37754, serial # (B)(4), programmer model 37744, serial # (B)(4). (B)(4).

Manufacturer narrative:
Lead, model 3777-75, serial # (B)(4), implanted: 2012 (B)(6), explanted: unk, lead, model 3777-75, serial # (B)(4), implanted: 2012 (B)(6), explanted: unk, concomitant system: neurostimulator, model 37712, serial # (B)(4), lead, model 3777-75, serial # (B)(4), implanted: 2012 (B)(6), explanted: unk, lead, model 3777-75, serial # (B)(4), implanted: 2012 (B)(6), explanted: unk, recharger, model 37754, serial # (B)(4), programmer, model 37744, serial # (B)(4). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The analysis of the implantable neurostimulator, serial number (B)(4), found no anomalies. Analysis of the leads, lot numbers v165702009 and v521383031, found the body cut through, segmenting the product, but found no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had been doing well after the placement of the implantable neurostimulator, but started experiencing increased pain around the battery and anchor site in (B)(6) 2012. The hcp stated that this was a placement issue, and explanted the entire system in order to re-implant the patient with a new system in a location that was more comfortable. It was reported that the patient outcome was good.